Event description:
It has been reported to philips that system's c-arm would not perform oblique movements. Device was in clinical use at the time of the reported event. The patient's procedure was postponed, however, no harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis procedure was performed when the incident happened. The procedure was completed as planned. The philips field service engineer (fse) analyzed the system onsite and verified that c-arm would not perform oblique movements. After reviewing the log file, it is found that there was geometry error. Fse replaced the amc triple servo drive and reloading the software. After replacing amc triple servo drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.